Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would likely have accumulated and clogged during reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "instruction manual evis exera ii colonovideoscope olympus cf type h180al/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii colonovideoscope olympus cf type q180al/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Reprocessing manual_ preparing the equipment for reprocessing_ equipment needed all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegations were confirmed during testing. Additional findings were: neither air/water at the output of the endoscope was observed due to the clogged nozzle. The bending section cover glue was slightly separated but was removed during the incoming inspection. A scratch mark was found on the charge-coupled device (ccd) cover lens external surface, the coating of the connecting tube was damaged, and the universal cord had slight wrinkles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope always had the same alarm: blocked air channel found. The issue was found during reprocessing of the device. The evaluation of the returned device found the nozzle is clogged by a non-organic white colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.